Manufacturer narrative:
(B)(4).

Event description:
Information received from a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain and joint pain/arthritis. It was reported there was an empty reservoir code on the personal therapy manager (ptm). It was unknown if the patient was due for a refill. The patient called the manufacturer representative and reported the alarm and code "8286." There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.